Manufacturer narrative:
During processing of this complaint, attempts were made to obtain complete event, patient and device information. A search of the complaints found one other complaint ((B)(4)) with same lot number associated. This report is the final report being submitted by vasorum. All available information has been placed on file in the customer complaint files of vasorum ltd for appropriate tracking, trending and follow-up. (B)(4).

Event description:
It was reported that on attempting to use a 6f celt to close a 6f arterial access, the clip migrated on ejection to a point distal to the access site in the artery. Manual pressure was applied, and hemostasis achieved. The patient had no complications and was transferred to an observation unit.